Event description:
It was reported that the right cylinder of the inflatable penile prosthesis (ipp) was replaced due to a microscopic puncture. It is believed that a needle punctured it in the sutures. Additional information received states the day after the patient underwent an ipp pump replacement procedure, the cylinder appeared to have fluid loss and the pump did not work. I've got a little bit of erection. It seemed that the solution was missing, and the pump was not working, so I decided to re-operate and performed surgery immediately. Again, we checked each cylinder, reservoir and pump and found that there was a minute hole in the right cylinder tube. It is suspected that a needle perforated the right cylinder during closing so the right cylinder was replaced. Fluid was put into both cylinders to check them. The pump was then connected and the surgery was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
Cylinder puncture and pump malfunction were reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of wear, fatigue and avulsion at a fold. This cylinder also had broken fabric threads. The other cylinder performed within specifications. The reported puncture allegation was confirmed based on the leak present at a fold due to wear. A pump was not returned, so no pump malfunction could be confirmed. The leak identified in the cylinder would render the pump inoperable due to a lack of fluid. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. The product analysis confirmed the reported cylinder puncture. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because a reported allegation could be traced to a component failure identified during product analysis. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the right cylinder of the inflatable penile prosthesis (ipp) was replaced due to a microscopic puncture. It is believed "that a needle punctured it in the sutures." Additional information received states the day after the patient underwent an ipp pump replacement procedure, the cylinder appeared to have fluid loss and the pump did not work. "I've got a little bit of erection. It seemed that the solution was missing, and the pump was not working, so I decided to re-operate and performed surgery immediately. Again, we checked each cylinder, reservoir and pump and found that there was a minute hole in the right cylinder tube." It is suspected that a needle perforated the right cylinder during closing so the right cylinder was replaced. Fluid was put into both cylinders to check them. The pump was then connected and the surgery was completed. There were no patient complications as a result of this event.